Event description:
It was reported that the autoclave camera head had the screen becomes noised. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1-(B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.